Manufacturer narrative:
No button error alarm noted during testing. All buttons functioning properly. No damage or unlocked j2/lcd keypad connector during visual inspection noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that did not press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. Troubleshooting was performed for stuck button alarm. The insulin pump will be returned for analysis.